Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient present to the emergency room with inappropriate shock for vf due to loss of capture. Increased rv pacing lead impedance and capture thresholds were noted. No other anomalies were detected and noise was not reproducible with isometrics. Lead fracture was noted. The lead was capped. The patient was stable post procedure.